Event description:
It was reported that during a has surgery when using the devices ar-3373-4002 and ar-6430 (lot: 408037) the luerlock broke open and the pin got stuck. The device fell apart into individual parts. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Correction: h1 to n/a. Additional information: b5, h3, h6. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Update avoe 18-dec-2024. It was confirmed that the failure occurred with the ar-6430 and not with the ar-3373-4002.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.